Event description:
Fracture of abutment. A piece of fractured abutment is still in the implant. According to information from the practice, the implant will be removed, the broken piece could not be removed.

Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. Evaluation of the device showed the apical part of a fractured abutment has been returned mounted on a removal tool. The fracture has occurred in the conical section of the interface there are no signs of material fault. The conical surface is worn, caused by mobility in the implant. Interface is too damaged to allow measurements.